Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed that the data for the date of the complaint had been overwritten. There was no evidence of short battery life was observed in the current black box data. During investigation, a battery compartment crack was observed. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The pump current draws were found to be within specifications. The pump was opened and there was no evidence of moisture or loose components found inside pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the pump case was cracked in the upper right corner of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.